Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. No sample was returned for investigation. Therefore, investigation was conducted based on current production samples of the same type and same sizes with the complaint device. Based on the description, it was reported that the catheter did not deflate properly. Based on investigation conducted on production samples, it was observed that the catheters are fully functional. The balloons were able to inflate and deflate without any difficulties faced. Furthermore, the catheters have passed the soak test which indicates no leak of water during catheterization. No other abnormalities were observed. Without the returned of the actual samples, further investigation cannot be conducted. Thus, this complaint could not be confirmed.

Event description:
Alleged event: the catheter did not deflate properly and it had to be pierced with a needle. The patient's condition was reported as fine.

Event description:
Alleged event: the catheter did not deflate properly and it had to be pierced with a needle. The patient's condition was reported as fine.